Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the headset of the infusion set became disconnected from the patient's body. The patient was not sure if it was a product defect or the self-adhesive not sticking well enough that caused the headset to become detached. She noticed the issue when her shirt became wet with insulin after delivering a bolus. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.